Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was going in and out approximately 3 minutes into the procedure and gray box with dots kept flashing up as well. They tried unplugging both spyscope and processor and still the problem was not resolved. The procedure was not completed due to this event. A metal stent was placed an the procedure was rescheduled. There were no patient complications reported as a result of this event.